Event description:
It was reported to manufacturer that the vns patient had been experiencing an increase in seizure activity over the last month and the neurologist had referred the patient for prophylactic generator replacement, in an effort to reduce the patient's seizure frequency. Good faith attempts to obtain additional information from the treating neurologist have been made, but have been unsuccessful to date. The explanted generator has been returned to manufacturer where analysis is underway.